Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic software developer reported an issue with synergy spine 2.0. The software freezes during unilateral setup dialog in verify instruments. This event does not consistently occur. The mouse still works and control-alt-backspace takes you out to the log-in screen. There was no pt present.